Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged post initial implant. The lead was removed and was not replaced. The lead header port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.